Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue could not be identified. The test results (the measured values) lied within the product specifications. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.

Event description:
It was stated that the flow rate was abnormal. This occurred during infusion at the facility. There was a patient involvement, but no patient harm or adverse event reported.